Manufacturer narrative:
This event has been reviewed with supplemental medical documents and has been determined nonreportable. The initial report was submitted erroneously. The patient fell down some stairs and onto concrete, resulting in loosening/instability. The devices are not believed to have contributed to this event. Please void the initial report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - agc interlok femoral component 70mm left catalog #: 152846 lot #: 3166336. The complainant has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening approximately fourteen (14) months post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted excessive scar tissue and the tibial component was loose and easily removed. The femoral component appeared to be well-fixed. Attempts have been made, however, no additional information is available at this time.